Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the patient underwent surgery to implant a locking compression proximal femoral plate. After approximately 4 months the plate broke during the consolidation. The plate was replaced during another surgery on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the lcp plate is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards. The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Based on the topography of the fracture surface (great area with fatigue striations) we can conclude that the implant was subjected to low dynamic bending loads and probably also axial loads. Because of our findings it is possible that the embedded particles could have promoted the crack initiation. Furthermore, constantly alternating load cycles (during walking) continued the crack propagation and led to the failure (fatigue) of the plate. Under these circumstances the plate could not resist the applied force which finally led to the overload of the plate and the fatigue failure. It is assumed that the embedded silicon oxide and silicon carbides particles are residues of the grinding process. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The compositional, foreign phase, grain size, tensile, intergranular corrosion, and ndt inspection properties of the forgings met the metallurgical requirements. (B)(4).